Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient was revised. No further information is available.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient had an initial right elbow arthroplasty on unknown date. Subsequently, the patient is scheduled for a revision on due to the fracture of the ulnar component. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.